Event description:
It was reported that the packaging of the foley catheter indicated that the balloon size was a 5cc, however the inflation arm of the catheter indicated a balloon size of 10cc (pcn# 165816). It was causing great confusion to the end users and could potentially cause under inflation of the balloon. Per mail received from ibc on 19jul2023, customer provided additional catheter catalog numbers that were affected. The packing on the catheters 165812, 165814, 165816 was indicating a 5cc balloon, while the inflation armstated a 10cc balloon (pcn# 165812 and pcn# 165816). This was causing complete confusion and a lot of problems within hospitals. To explain to all staff to not go by the packaging but rather than the inflation arm, was not easily achieved and it was not something end users were in the habit of doing. They would check the packaging for the balloon size and would not open the packaging to check the inflation arm as this was a waste of sterile product and not always easily visible through the packaging. It was causing massive confusion and potential patient complications relating to inflation errors. Stated that what was on the packaging, should be on the catheter. Per mail received from ibc on 21jul2023, stated that the customer will not be returning the stock as there was no alternative that they can source in the short term. Although there was no defect with the product itself, they wanted to make a formal complaint as they were concerned about the possible confusion the labelling would cause to the end user. The labelling on the packaging affects a number of sku¿s which they supply with us labelling. This was picked up as they had recently transitioned from a ce code to a us code as a part of recode.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned sample noted 12 unopened (without original packaging), all-silicone foley catheter. Visual inspection of the sample noted all 12 foley catheter indicated that the balloon size was a 5cc, with the inflation arm of the catheter indicated a balloon size of 10ml. No discrepancies noted. DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the packaging of the foley catheter indicated that the balloon size was a 5cc, however the inflation arm of the catheter indicated a balloon size of 10cc (pcn# 165816). It was causing great confusion to the end users and could potentially cause under inflation of the balloon. Per mail received from ibc on (B)(6) 2023, customer provided additional catheter catalog numbers that were affected. The packing on the catheters 165812, 165814, 165816 was indicating a 5cc balloon, while the inflation armstated a 10cc balloon (pcn# 165812 and pcn# 165816). This was causing complete confusion and a lot of problems within hospitals. To explain to all staff to not go by the packaging but rather than the inflation arm, was not easily achieved and it was not something end users were in the habit of doing. They would check the packaging for the balloon size and would not open the packaging to check the inflation arm as this was a waste of sterile product and not always easily visible through the packaging. It was causing massive confusion and potential patient complications relating to inflation errors. Stated that what was on the packaging, should be on the catheter. Per mail received from ibc on (B)(6) 2023, stated that the customer will not be returning the stock as there was no alternative that they can source in the short term. Although there was no defect with the product itself, they wanted to make a formal complaint as they were concerned about the possible confusion the labelling would cause to the end user. The labelling on the packaging affects a number of sku¿s which they supply with us labelling. This was picked up as they had recently transitioned from a ce code to a us code as a part of recode.